Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that foreign matter was present inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, since the user conducted reprocessing in accordance with the instructions for use or not was unknown from the provided information, it could not be specified the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.